Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a laser treatment, there was suction loss with a patient interface resulting in aborting the procedure. The procedure was aborted prior to completing the full pass. A brief description from the surgery center indicated there was suction loss prior to procedure and the patient was re-applanated. The patient had significant eye movement during the pass affecting the flap centration. This report is for the femto laser. A separate report is being submitted for the excimer laser and one for the patient interface.